Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was observed that during the device evaluation, the subject device exhibited a component failure of the distal end cover glass. There was no patient involvement.